Manufacturer narrative:
On 9/23/2015 the field service engineer (fse) found obstructive debris in the vacuum system that caused the leak. The debris was flushed from the vacuum system to fix the leak. The instrument ran without leaks or aspiration errors after the repair. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained blue leak of unknown volume near the needle inside the lh500 instrument. There were partial aspiration errors generated when the leak was observed. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
Upon revision the device manufacture date changed from 06/01/2004 to 07/01/2006.